Manufacturer narrative:
(B)(4). The complaint sample was returned and evaluated. Per the final statement letter dated 06/04/2013, the complaint was confirmed. The root cause of this event is supplier error. A supplier complaint has been generated. The supplier determined that this is not a systemic failure and no actions are warranted. (B)(4)

Event description:
On (B)(6) 2012, at (B)(6), it was identified that the reservoir that is used during priming had a leak at the sealing of the venous inlet. The associated tubing set is be-h 30505 (lot number 92083497), which a hl30 tubing set. (B)(4).